Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device had different drain readings when the backlight and bottom screen were off compared to when on; the liquid crystal display (lcd) tested out-of-specification in an electrical manner. Analysis also noted that one side bail cover of the device was broken, the ring cover was contaminated, and the keyboard was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had differing current drain readings when the backlight and bottom screen were off compared to when on; the current used was approximately five milliamperes (ma) and seventy ma, respectively. The current drain was checked using different devices, and the measured values were still the same. The epg has been returned for repair. There was no patient involvement.